Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4)..

Event description:
It was reported through an emergency support program that the sensation plus 8fr. 50cc iab had a clotted inner lumen of a sensation plus during use. Customer stated the patient had arrived the from the ccl several hours before without pressure tubing connected to the inner lumen of the catheter. Customer inquired about continued care of the inner lumen, was it okay to hook up pressure tubing at this time. Esp personnel advised customer to cap and label the inner lumen as so to prevent further use. Also recommended customer notify the provider of the clotted inner lumen. Complaint information obtained. Esp personnel spoke to the bedside team who agreed to return the catheter after discontinuation. There was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing approximately 41.1 cm from the iab tip. The technician attempted to insert a 0.025" laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion; however, evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion of dried blood in the inner lumen. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over the past three (3) months). Based on the rationale provided above, no escalation to the CAPA process is required.

Event description:
N/a.